Event description:
It was reported the pt had experienced a feeling of strong stimulation in his legs. The pt had also reported the stimulation made him feel unstable and had problems moving his legs. Reprogramming and device education was provided which resulted in a comfortable stimulation and effective pain pattern coverage. Further f/u revealed, the pt passed away. The implanting physician was made aware of the incident but the cause and the date were not recorded.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.